Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that they had a hot burning sensation at their pocket site. The patient noted that they had to turn off stimulation to stop the burning sensation. The patient stated that the burning sensation did not worsen with recharging, and is only present during normal daily use of stimulation. Impedance measurements were taken, and were reported to be normal. It was noted that the manufacturing representative was able to reprogram the patient, and the patient is no longer having a burning sensation at their implantable neurostimulator (ins) pocket site. The manufacturing representative reported that the ins was palpated, and the patient did not elicit a burning sensation. The issue was resolved. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.